Manufacturer narrative:
Continuation of d11: product ID: 8709, serial# (B)(6), implanted:(B)(6) 2006, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. H3: the pump was returned, and analysis found no anomaly. H3: the catheter (sn: (B)(6)) was returned, and analysis found a user related hole in the catheter body. H3: the catheter (sn: (B)(6)) was returned, and analysis found no significant anomaly (sutureless connector damaged at explant). H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported there was fluid around the pump and in the pocket, but it was not clear fluid. It was ¿reddish/brownish, just a weird color.¿ it was noted there was not anything visibly leaking from the system itself and when the healthcare provider (hcp) cut the catheter it appeared that ¿it was flowing¿ from the pump through the catheter. Interventions included a total system explant on (B)(6) 2019. Patient symptoms were not reported and the event date was (B)(6) 2019. It was reported the pump and catheter would be returned for analysis. No further complications were reported/anticipated or expected.